Event description:
Patient reported she developed rash on ears, top of scalp, chest and hip while using cannula, item number rp-136, lot number 10-1011314. Cannula has been discarded and will not be returned. Patient has given permission to contact doctor. Patient did not report any relevant medical history. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).